Event description:
Device malfunction: none. Symptoms/ae: neurological. Time of ae: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient had some difficulty with his left hand grip and flexion of left arm. An MRI was done and revealed evidence of small part of occipital lobe ischemic event. One day postprocedure the patient improved. The patient remained hospitalized due to a baker's cyst. Additionally, the patient was evaluated for inpatient rehabilitation, but was denied due to severe dementia. Four days postprocedure, the patient continued to have some left upper extremity contractions and was discharged to a skilled nursing facility. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. The reported patient event is a known potential adverse event associated with the use of the device as per the rx acculink instructions for use (IFU). There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this complaint.